Event description:
A customer reported that the equipment displayed two system messages during a vitrectomy procedure. The equipment was exchanged and the case was able to be completed. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).